Event description:
Customer reported the insulin pump alarmed no delivery during bolus. Customer stated he changed the reservoir and the infusion set. Then the device alarmed again and only changed the site. Blood glucose was 156 mg/dl. Fixed prime was performed and insulin did exit. Cannula was not bent or occluded. Customer was advised it might be a site occlusion. Customer stated but act and esc button were hard to press as she has neuropathy. Customer was able to navigate during troubleshooting for no delivery. Customer was advised to monitor the device and call back if issues persisted with the buttons. Blood glucose of 239 mg/dl was also mentioned. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.